Manufacturer narrative:
H3/h6: potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Outset medical, inc. Technical support engineer (tse) reviewed site system log with a procedure date on (B)(6) 2024 and verified that there was no issue with the system which caused the patient event. Due diligence was completed, and outset was not able to confirm causality due to lack of information.

Event description:
It was reported that a 80-year-old female patient had a cardiac arrest after dialysis treatment on tablo. Cardiopulmonary resuscitation (CPR) was initiated as part of medical intervention. Note: currently, it is unknown whether or not the device may have caused or contributed to the patient event. Last reported, patient was in critical condition.